Event description:
It was reported that a malfunction occurred on the pump, identified as malfunction code 12. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.